Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, a system notice was received multiple times indicating that the refrigerant delivery path was obstructed. The balloon catheter was replaced three times without resolve. Then the system was vented and the gas tank was replaced to no avail. It was noted that the persistent system notices were received due to ¿bad nitrous oxide¿ in the tank. The case was aborted and the patient was under general anesthesia. A field service visit took place on a later date, and the console was serviced as appropriate. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files and field service engineering report (fser) were returned and analyzed. The data files confirmed the system notice indicating that the refrigerant delivery path was obstructed (#50012) at multiple injections. The console was inspected by the field service engineer and the console temperatures were found to be out of speculation. Test injections were completed with a new tank and no issues were found. Per the fser, the temperatures on the patient board were re-calibrated with resolve. Also, the pt was reading high at baseline and it was changed out with resolve. The reported issue does not indicate console¿s manufacturing related defect. The product issue reported (#50012) is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. In conclusion, the reported system notice indicating that the refrigerant delivery path was obstructed (#50012) was resolved at the facility by a tank exchange. The console failed the inspection, due to a loss of temperature and a defective pt6. The pt6 replacement and temperature calibration resolved the service issues confirmed by field service engineer. The console was tested and deemed appropriate for clinical use after repairs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.